Manufacturer narrative:
Patient information requested via phone call 05/11/2020, 05/12/2020, and 05/13/2020. No patient information provided to date. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a failure resulting in a loss of mechanical ventilation. There was no report of patient injury.